Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of the home care patient that the listed device's plastic cannula fragmented and remained in the patient's skin. According to the patient, they were unable to determine if the cannula fragmented during insertion, during use, or during pump disconnection. The patient reported that they visited their physician due to the fragmented cannula. According to the patient, the physician advised that the patient cover the area with vaseline and a band-aid and stated that the fragment would migrate out of the patient's skin. No permanent injury to patient reported.